Event description:
This case occurred outside of the us, in spain. According to the information received on dec. 12, 2022, a practitioner was injected herself on (B)(6) 2022, with 0.3 ml of teosyal rha 3 into the lips. Following injection, the practitioner noticed a vascular occlusion on the lower lip. On (B)(6) 2022, the practitioner contacted our spanish affiliate for advice on managing the issue. The spanish medical expert recommended hyaluronidase injection. On the same day ((B)(6)) 500 iu of hyaluronidase for 3 times and a day later 500 iu for two times were administered as corrective action (total 2500 iu). Additionally, topical nitroglycerin (2x/day), acetylsalicylic acid (100 mg; 1x/day for 7 days), infrared radiation (ir) laser (3x/day for 3 days) were added to the treatment. Following the corrective action, the adverse event has completely resolved without further issue.

Manufacturer narrative:
Additional MFR narrative: according to the information received this case would be related to a localized occlusion. Vascular complications/occlusions are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Batch data review: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this teosyal rha 3 product. Batch data history: no other complaint was registered to date (dec. 21, 2022) with this batch number.